Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "histological features of pseudotumor-like tissues from metal-on-metal hips" by pat campbell, phd, edward ebramzadeh phd, scott nelson md, karren takamura ba, koen de smet, md, and harlan c. Amstutz md published by clinical orthopaedic related research 2010 sep;468(9):2321-7. Doi: 10.1007/s11999-010-1372-y. Was reviewed for mdv reportability. The article reports upon tissue samples taken from mom hip revisions with 27 of 32 cases being resurfacings of which depuy asr accounted for four total. Revision reasons: acetabular malposition, unexplained pain and aseptic loosening (no anatomical reference). The article does not clarifiy which reasons were associated with depuy products. It is noted that gross findings for tissue samples were alval, metal particles, necrosis, lymphocyte aggregates, and macrophages. Adverse events: surgical intervention, pain, cup mispositioning, foreign body reaction, hypersensitivity, soft tissue necrosis. Impacted products: depuy asr cup & head.